Event description:
It was reported that this implantable lead was part of the system revision due to infection. No additional adverse patient effects were reported. This implantable lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.